Event description:
On (B)(6) 2023 arjo became aware of patient who developed a serious injury while laying on citadel bed system. A patient developed a pressure injury. No device malfunction was found.